Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump received insulin pump error alarm. Customer's blood glucose level was 92 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm, not able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error 38 noted during testing. Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, motor home switch and electronic stack moisture damage.